Manufacturer narrative:
The device evaluation was completed. Visual inspection was performed and no issues were noted. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported system error 320 which was reproduced at power up. System error 320 was verified through a review of the event history log and found to be caused by a failed upper hook switch, upper link switch, and lower link switch. The failed upper and lower auxiliary assemblies (containing these parts) were replaced. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 320 during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.